Manufacturer narrative:
Evaluation results: locking link.

Event description:
It was reported by service report that the unit has a bent locking link assembly and the fowler is stuck at mid height. No patient involvement or adverse consequences are reported.